Event description:
It was reported that noise was occasionally seen on the ventricular lead. It was later reported that the right ventricular (rv) lead had high thresholds due to an apparent lead fracture. The rv lead was capped and replaced with a new lead. No patient complications were reported as a result of this event.

Event description:
It was reported that noise was occasionally seen on the ventricular lead. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.